Event description:
Nurse noted IV pump sounded high pitched sound while infusion antibiotic. Pump placed on hold and restarted with high pitched sound abating. Noted afterwards that pump indicating it was running but medication was not actually infusion. Nurse removed cassette and tubing. Pump continued to indicate, it was infusion status with cassette removed from pump. This was ICU pt whose medication was delayed due to pump failure.